Event description:
A number of nurses developed respiratory problems after being exposed to rapicide fumes (their airways closed off) and were sent to the ER for treatment. One nurse was reported to have been throwing up violently. They were given medications by the ER doctor (epinephrine, albuterol, other medications). Some were treated with steroids. No hospitalization was required and all nurses were reported to be doing better and showing good signs of recovery.